Event description:
The history dates back to 4/80 when she had bilateral augmentation using the co's 200cc implants. The pt had capsular contracture postoperatively and required several closed capsulotomies. She also had right breast pain and burning pain. She also developed arthralgias in 1987, numbness and tingling in the arms, bladder irritation, fatigue, and memory loss. She had been diagnosed with fibromyalgia as well. On physical examination, she has a class IV capsular contracture in both breasts. Xeromammogram examination shows that both implants are likely to be intact than ruptured. Because of contracture with pain and systemic symptoms that may be associated with her breast implants, it is medically necessary to remove these implants.